Manufacturer narrative:
Investigation is in progress.

Event description:
It was reported that a patient, who had a tm patella implanted sometime in 2012, was revised on (B)(6) 2015 due to pain and breakage of the implant. Lot information was not provided but is being requested.

Manufacturer narrative:
It was reported that a patient, who had a tm patella implanted sometime in 2012, was revised on (B)(6) 2015 due to pain and breakage of the implant. The manufacturing lot number was not provided so the device history record (DHR) could not be reviewed. A review of the undated x-rays that were provided for this investigation show a tm patella hex peg separated from the tm baseplate portion of the patellar implant. Fracture of the hex peg was confirmed upon inspection of the returned device. Evidence of localized compressive yielding of the tm material was seen on both pieces of the explanted device in the area where the hex peg was once attached to the tm baseplate. This was likely a result of the separated tm baseplate colliding with the hex peg that remained embedded within the native patella prior to being revised. The function of the hex peg on the nexgen tm porous patella is limited to temporarily providing fixation of the implant to the native patellar bone while bony ingrowth into the implant baseplate is achieved. Long term fixation of the patellar implant to the native patellar bone is only achieved through this bony ingrowth. Therefore, hex peg fracture as a result of excessive loading due to a lack of bony ingrowth into the tm baseplate portion of the patellar implant is suspected in this case but is not confirmed. Should additional information, such as the manufacturing lot information become available, this report shall be updated.